Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes device evaluation: the product testing could not be performed as the product was not returned. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review (mrr): the manufacturing process record was evaluated and revealed one non conformance related to sterilization of one lot was found during the record review. However, this non conformance did not contribute to this complaint. Root cause for the failures has not been identified. There were no discrepancies found related to this complaint during the mrr. The units were released according specification in compliance with the product intended use as required. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) model dcb00 was removed within the same procedure. A brief description of the event revealed that there was a capsule tear in the left eye requiring a vitrectomy and another lens was not implanted due to lack of support. Patient recovery status is unknown. The lens is being returned for evaluation. No further information is available.